Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: without product available for evaluation it cannot be determine where the reported leak occurred or if the product did fail. Various potential root causes of leaks at the junction of catheter tube and fixation wing on leadercath (code 1212.xx) include tensile traction under influence of the use of alcohol-based disinfectants. The account also stated that it cannot be ruled out that the patient manipulated their catheter and/or dressings. Tensile force applied by the patient either accidental or intentional could result in damage to the catheter and leaks as described. A review of the batch history records showed no deviations or abnormalities occurred during manufacturing of this product. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. This is the very first complaint for batch 8021629 and the very first for code 4g07121206. Without the sample the root cause cannot be determined. No further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be determined. Corrective action: no further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be determined. This failure will be monitored for future actions.

Event description:
Three hours after the catheter had been inserted into the patient there was blood noted to be coming from the insertion site. A nurse flushed the catheter and noted leaking at the site, but later it was flushed again and did not leak. The catheter securing device was changed, the catheter was flushed again, and fluid came from the side of the catheter at the insertion site. The catheter was removed and a new one was inserted.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation will be returned to FDA within 30 days of completion.

Event description:
Three hours after the catheter had been inserted into the patient there was blood noted to be coming from the insertion site. A nurse flushed the catheter and noted leaking at the site, but later it was flushed again and did not leak. The catheter securing device was changed, the catheter was flushed again, and fluid came from the side of the catheter at the insertion site. The catheter was removed and a new one was inserted.